Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient's family that following a storm in their area the indicator lights on the carelink monitor no longer light up. The monitor will be replaced. No patient complications have been reported as a result of this event.